Event description:
During a laparoscopic cholecystectomy procedure, one jaw of the forceps allegedly broke off. The broken piece can be seen via the c-arm, but could not be retrived. Doctor decided it would cause more harm to pt to retrieve it than to leave it.